Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports: 3012447612-2018-00530 thru 3012447612-2018-00532.

Event description:
It was reported that the threads of two closure tops and one pedicle screw stripped during surgery. They were each removed and replaced with alternative closure tops and a pedicle screw to complete the procedure. There were no reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.